Event description:
It was reported that the connection part was fractured. The occluded target lesion was in a severely calcified radial artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion and the connection between guidezilla and delivery connection was fractured. The device was then completely removed without any intervention. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a separation at the collar and the polytetrafluoroethylene (ptfe) is still holding the two ends together. There are multiple minor kinks along the hypotube. There is a flat spot on the distal shaft 2mm from the tip. Microscopic inspection revealed scratch marks on the distal shaft starting at the flat spot and goes approximately 6cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the connection part was fractured. The occluded target lesion was in a severely calcified radial artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion and the connection between guidezilla and delivery connection was fractured. The device was then completely removed without any intervention. No complications reported and patient was stable.